Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient's registered nurse (rn) discovered a fluid leak within the cycler's cassette compartment during drain 2 of 6 of pd treatment. The rn reported receiving air detected in cassette alarm during drain 2 of 6 prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. After rebooting the cycler the error message reappeared. The rn indicated she would speak with the coordinator to arrange replacement. The patient was disconnected from the cycler. Upon follow up, the pd registered nurse (pdrn) reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was at the hospital for a non-invasive out-patient procedure where they repositioned his catheter due to unspecified reasons. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has not been replaced because the hospital is waiting on the nephrologist to call and make that request.